Event description:
The patient was admitted to a hospital approximately two years and six months post index procedure. He was admitted with a non-q wave myocardial infarction and 5mm st elevation. The patient did not respond to fluid pressures and a balloon pump was placed. The patient experienced three episodes of ventricular tachycardia and was then cardioverted. He developed respiratory distress and was intubated. At that point, the patient was transferred to a different hospital with full cardiogenic shock. He was admitted here with a poor prognosis. An angiogram was conducted and thrombus was observed in the implanted cyphers. To treat the thrombus in the left anterior descending, the physician pre-dilated the lesion and timi flow was restored to 3. Then a 2.5x28mm zeta was implanted at 16atms. There was simultaneous kissing balloon inflation done in the left anterior descending and the diagonal. The diagonal lesion was only treated with balloon angioplasty. The patient is currently in the intensive care unit. The patient had a bifurcation in the diagonal and left anterior descending. The lesions were heavily calcified. The lesion in the left anterior descending was a 90% lesion. The patient had a 2.5x28mm cypher stent implanted in the diagonal at 14atms and a 3.5x33mm cypher stent implanted in the left anterior descending at 16atms in 2004. The lesions were pre and post dilated. The patient's medications include the following: heparin, angiomax, nitroglycerin, dopamine and integrilin.

Manufacturer narrative:
Please note: this is one of two products involved with this adverse event in which associated manufacturer report number is 3003742446-2007-00205. The event involved a male with a history of hypertension, hyperlipidemia, congestive heart failure and angina. This patient's history places him at increased risk of mace. The reason for initial admission to hospital is unknown, however, a coronary angiogram revealed a heavily calcified, bifurcated lesion in the left anterior descending (lad) artery producing a 90% stenosis. The safety and effectiveness of cypher has not been established in these types of lesions and/or vessels. The lad was treated by implantation of a 3.50x33mm cypher stent at 16 atm. A heavily calcified lesion in the diagonal was implanted with a 2.50x28mm cypher at 14 atm. Both lesions were pre and post-dilated. No other lesion, vessel or procedural information was given. Pre, intra and post procedural medications and act values were not specified. The patient was admitted to hospital approximately two and a half years following the index procedure with a non-q wave myocardial infarction and 5 mm st elevation. The patient experienced three episodes of ventricular tachycardia and was subsequently cardioverted. He also developed respiratory distress that required intubation. The patient was exhibiting signs of cardiogenic shock requiring a balloon pump to be placed and transferred to another facility where he was admitted with a poor prognosis. An angiogram was conducted and thrombus was observed in both of the implanted cyphers. The thrombus in the left anterior descending was treated by angioplasty followed by implantation of a 2.5x28mm zeta stent. Timi flow was restored to 3. The diagonal artery was successfully treated with balloon angioplasty. Simultaneous kissing balloon inflation took places in the lad and diagonal during the procedure. Medications given included heparin, angiomax and integrillin. The products remain implanted in the patient and thus not available for evaluation. The lot numbers of both cypher stents are not available and so a device history records review was not conducted. Thrombotic events are a known potential adverse event following stent implantation. Based on the information provided it is not possible to draw a conclusion about a relationship between the device and the event however, there are patient, lesion and vessel factors that may have contributed to it. There is no clear indication that this event was design or manufacturing related.